Manufacturer narrative:
Patient age/date of birth: unknown. Sex: unknown. (B)(6). (B)(4). A preliminary investigation of the lens was performed where the lens was measured at our facility in (B)(4) as requested by the doctor. The lens measured approximately 20.5 diopter, same as lens labeling. Further investigation will be performed at the manufacturing site upon receipt of the explanted lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. The returned lens was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received with surface residuals (debris/particles) compatible with handling the lens. The returned lens also had a viscous residue characteristic of a lens that has been sterilized by glutaral. Visual inspection noted no other cosmetic defects. A manufacturing operator inspected the lens for optical properties. Optical inspection results showed that the lens diopter was 20.5 as claimed on the original label, actual reading is 20.44 and within specification. The returned lens resolution efficiency is (B)(6). Since a minimum of (B)(6) is required for resolution efficiency, it was according to the specifications. Astigmatism and other optical characteristics results were also according to the specification. Based on the analysis of the returned item no visual or dimensional defect was identified. The returned lens was found within specifications. No assignable cause was identified for the complaint. A review of the manufacturing records was conducted. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) was generated during manufacturing. At the diopter inspection the lenses are measured (B)(6) for diopter power, resolution, and astigmatism. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens, (iol) model z9002 +20.5 diopter was implanted on (B)(6) 2014, the eye implanted was not provided. After surgery, the eyesight was different, -5d from the target eyesight. Therefore, the iol was explanted on (B)(6) 2014, and replaced with a model, z9002 +16.5d. Postoperative the patient's eyesight was good.